Event description:
It was reported that there was loss of light.

Manufacturer narrative:
Alleged failure: (B)(6), blinking during use the failure alleged in the complaint record was not confirmed/duplicated during the product investigation. Although the complaint could not be confirmed, the probable root cause could be one of the led clips on the main board becoming open and/or the led module needing calibration. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was loss of light.